Event description:
It was reported that during a procedure, the head and the helical screw fractured. It was further reported that the device was fully separated. The device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However, image and photo were provided for review. The investigation is inconclusive for the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the FDA rn number and manufacturing location for the straub product was selected as (B)(4) and unknown due to system limitations. The correct FDA rn number and manufacturing location are (B)(4) and straub medical us. H10: d4 (expiry date: 11/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images and photos were provided for review. The investigation of the reported event is currently underway. The FDA rn number and manufacturing location for the straub product was selected as (B)(4) and unknown due to system limitations. The correct FDA rn number and manufacturing location are (B)(4) and straub medical us. (Expiry date: 11/2023).

Event description:
It was reported that during a procedure, the head and the helical screw allegedly fractured. It was further reported that the device was fully separated. The device was removed. There was no reported patient injury.